Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was not working and the patient was hospitalized with high blood glucose. The reporter stated that the hospital staff determined that the pump was no longer working and the patient had since started using injections to manage blood glucose levels. The patient was contacted and stated that the pump display was noted to be dim. No troubleshooting was conducted at that time. Multiple attempts were made to contact the patient to complete troubleshooting but were unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized for high blood glucose related to an unspecified pump malfunction.

Manufacturer narrative:
Device evaluation: follow-up #1: submitted (B)(4) 2012, the pump was returned and evaluated by product analysis on (B)(6) 2012, with following findings: bad force sensor calibration (low), damaged force sensor plate, contaminated force sensor, and high resistance force sensor. During "ezprime" operation the "load" step pump did not recognize cartridge and pushed all fluid out - "no cartridge detected warning." The pump fails force sensor calibration check (low) in step 9. Testing was unable to perform all checklist steps. There are no alarms related to the complaint in the alarm history. Review of the tdd basal delivery showed pump was delivering accurately up until the last date of patient use. Review of the black box shows one "no cartridge detected" warning occurring; loss of prime warnings observed in the black box are associated with "replace cartridge" alarms and pump time-outs. The pump was opened and evaluated; the oled display and force sensor pins are intact. A damaged force sensor plate was observed during visual inspection. The force sensor was removed and tested; the force fails resistance specification . Contamination around the force sensor spoke shim was also observed. Unrelated to this complaint, the display screen had a reddish tint to it and the information was difficult to read. A test display was inserted, and the reddish tint did not travel to the test display. Recall number - 2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.